Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level; no exact bg level was provided. A supply change was performed to resolve the occlusion alarm and the customer's bg level remained elevated. No additional information was received in regards to this issue or how the bg level was addressed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.